Manufacturer narrative:
Results - bd received 10 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on the needle with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that glue was seen on the needle of the bd vacutainer® eclipse¿ blood collection needle. No injury or medical intervention reported.